Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, idle current, run current, self-test, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to confirm alarm due to erased history file. We were unable to perform off no power test, error test, occlusion test, no delivery test due to motor error alarm. The insulin pump received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.